Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels (value not provided). Reportedly, customer delivered too large of a bolus which caused a low bg. Subsequently, customer overcorrected for the low bg via consumption of glucose tablets, resulting in an elevated bg level. Subsequently, customer was hospitalized. The contact was unable to provide additional information regarding the event. Reportedly, the customer's healthcare provider recommended customer revert to an alternate form of insulin therapy due to an unrelated medical condition.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.